Event description:
Right total knee arthroplasty performed in 1996. Revision performed in 2000, to replace fractured locking bar. Revision surgery done in conjunction with left total knee arthroplasty.